Event description:
On (B)(6) 2011, patient reported that she has experienced concerns with bent infusion cannulas. Patient was transferred to the technical support department, but she disconnected the line. Three attempts were made to follow-up with the patient, and these were not successful. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No product was requested for evaluation. Product was replaced. Additional details were not provided.

Manufacturer narrative:
No product will be returned for evaluation.